Manufacturer narrative:
The customer decided not to repair this unit.

Event description:
It was reported by repair work order that the customer alleged the cot dropped. Upon inspection from the technician, it was identified that the center weldment had broken bushings. The load wheel had a piece of the wheel torn out and the lockbar roller guide was worn. The locking pins had debris built up in them and the center weldment was bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.